Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized or high blood glucose levels. It was stated that the customer checked the insulin pump settings, and the basal rates were not programmed. The date of the event and blood glucose reading at the time of the event are both unk. Nothing further was reported.